Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional information becomes available.

Event description:
Reference MDR #1219856-2010-00102 for the first event and MDR #1219856-2010-00120 for the second event involving the same patient. It was reported by the rn, msn, mba, sr. Marketing and product manager, that while maintaining vascular access a second sheath was inserted over the guidewire and into the patient without difficulty. There was some bleeding at the insertion site, but was not excessive. The physician also noted that this intra-aortic balloon (iab) was tight going through the sheath, but not as tight as the first iab. He was able to advance to the level of the diaphragm and no further. This time he removed the iab via the sheath. The physician prepared a fourth iab which was inserted without issue.